Event description:
I'm (B)(6) born with a heart block. Last month I was diagnosed with left ventricular heart failure. This was sudden and complete shock since I have a guidant insignia 1 ultra pacemaker type dddr model 1290 bn 776686. I was told this model is recalled but not bn #. This past friday I had heart surgery to take my device out and put a st jude crt-p. My life is forever changed and I'm very lucky but I did inquire my old device and think its best if it was closely evaluated for any malfunction on its part for the sake of saving another life. Please feel free to reach me at your earliest convenience. Sincerely, (B)(6).